Manufacturer narrative:
Failure event observed during analysis. Final analysis found an external abrasion breaching the svc cable lumen noted 12.3 ¿ 12.5 cm from the connector pin, consistent with friction to the device can. The svc cable coating was not damaged

Event description:
This report is to advise of an event observed during analysis.